Event description:
It was reported that the device was difficult to remove. The target lesion was located in a coronary artery. A 190cm filterwire ez was selected for use. During procedure, the physician encountered difficulty in placing the device properly and would not deploy. Consequently, the physician had some difficulty in removing the device. The procedure was completed with a regular wire. There were no patient complications reported.